Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was explanted due to excessive vaulting and significant reduction of irido-corneal angles. The cause of the event was probably due to the icl was bigger than the anatomy of the eye. Corrected data: b3: 20-nov-2020. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+3.0/137 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the lens rotated and patient experienced a refractive surprise. Another icl lens was not implanted. The cause of the event was unknown.